Event description:
It was reported to philips that the system failed to emit x-rays due to an image disk problem. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing cardiac treatment/non-emergency treatment. The procedure was a complex cto (chronic total occlusion) pci. It was continued until it was safe to be stopped. The treated vessel was finalized in another session. The philips field service engineer (fse) inspected the system onsite and confirmed that the unable to perform x-rays due to an image disk problem. Upon troubleshooting, fse found problems with the ip pc and hdd. Review of the logfile showed a malfunctioning frontal ip-pc. Fse replaced the ip pc and hdd. The cause of the ip pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ip pc and hdd by the field service engineer has resolved the reported issue and restored the functionality of the system and the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has implemented a medical device correction z-1151-2024 on this system. The codes were updated based on the investigation outcome.